Manufacturer narrative:
No trend by product or reason code was identified. Device history record review was conducted for sport 36ct multipack, lot 21307ca. There were no nonconformances that would have contributed to the issue reported by the consumer. Review of the DHR and supporting documentation showed no issues present that would have contributed to this malfunction of tampon performance.

Event description:
String broke [device breakage]. Leaving the rest of the tampon [foreign body in reproductive tract]. Concerned about the way the strings are and they are in a loop; the way the strings are attached in a loop; seems easy to come off [product design issue]. Case narrative: on (B)(6) 2021, a spontaneous report was received from a consumer regarding a (B)(6) female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unreported date, the consumer started use of playtex sport plastic, unscented. On (B)(6) 2021 at midnight, after inserting the product, the consumer tried to remove the product, and the string broke, further described as a clean break, leaving in the rest of the tampon. Subsequently, the consumer went to urgent care (also reported as the emergency room), where her vitals were taken (results not reported). The doctor removed the tampon with forceps 12 hours after it was inserted, which traumatized the patient. The consumer was prescribed amoxicillin for prevention of infection. As of on (B)(6) 2021, the status of product use was withdrawn. The reporter was and concerned about the way the strings were in a loop and not sewn into the tampon, as it seemed easy to come off. No additional information was provided.

Manufacturer narrative:
No trend by product or reason code was identified. Device history record review was conducted for sport 36ct multipack, lot 21307ca. There were no nonconformances that would have contributed to the issue reported by the consumer. Review of the DHR and supporting documentation showed no issues present that would have contributed to this malfunction of tampon performance.

Event description:
On (B)(6) 2021, a spontaneous report was received from a consumer regarding a 13-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On 25-jan-2022, additional information was received from a consumer. On 11-apr-2022, additional information was received in the form of an office visit summary. Medical history and concomitant products were not reported. On an unreported date, the consumer started use of playtex sport plastic, unscented. On 11-dec-2021 at midnight, after inserting the product, the consumer tried to remove the product, and the string broke, further described as a clean break, leaving in the rest of the tampon. Subsequently, the consumer went to urgent care (also reported as the emergency room), where her vitals were taken (results not reported). The doctor removed the tampon with forceps 12 hours after it was inserted, which traumatized the patient. The consumer was prescribed amoxicillin for prevention of infection. As of (B)(6)2021, the status of product use was withdrawn. The reporter was and concerned about the way the strings were in a loop and not sewn into the tampon, as it seemed easy to come off. No additional information was provided. On (B)(6) 2022, it was learned that after the string came loose from the tampon, the consumer tried to remove the product at home without success. She was seen at a local urgent care where they took "typical vitals" (results not reported), and a nurse practitioner (previously reported as doctor) examined the vagina. The nurse practitioner was able to locate the tampon and used speculum and forceps to remove. There was no sign of infection, but an unspecified antibiotic was given to use for 7 days as precaution. It was a very traumatic experience. No additional information was provided. On (B)(6) 2022, it was learned that her menstrual period started on (B)(6) 2021 and she was not sexually active. On (B)(6) 2021, the patient inserted the tampon at midnight. Later that morning, when she went to remove the tampon, the string broke off the tampon and the tampon was stuck in her vagina. She went to urgent care with her mother where she denied any vaginal pain, discharge, odor, fever, or abdominal pain. She did not appear ill, toxic, or diaphoretic, nor was she in acute distress. Alternatives were discussed that included delayed treatment, no treatment, along with referral and observation. Ultimately, after verbal consent was obtained from the parent, the nurse practitioner used a speculum and forceps to remove the tampon from the vagina. The patient tolerated the procedure well with no immediate complications. Risks were discussed that included damage to surrounding structures, infection, pain, bleeding, and bruising. The nurse practitioner prescribed amoxicillin 500 mg tablets at 500 mg orally every 12 hours for 5 days as preventative treatment. She was discharged home in a stable condition with supportive care instructions and indications when to seek immediate medical attention. No further information was expected.

Event description:
On 14-dec-2021, a spontaneous report was received from a consumer regarding a 13-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On 25-jan-2022, additional information was received from a consumer. Medical history and concomitant products were not reported. On an unreported date, the consumer started use of playtex sport plastic, unscented. On (B)(6) 2021 at midnight, after inserting the product, the consumer tried to remove the product, and the string broke, further described as a clean break, leaving in the rest of the tampon. Subsequently, the consumer went to urgent care (also reported as the emergency room), where her vitals were taken (results not reported). The doctor removed the tampon with forceps 12 hours after it was inserted, which traumatized the patient. The consumer was prescribed amoxicillin for prevention of infection. As of (B)(6) 2021, the status of product use was withdrawn. The reporter was and concerned about the way the strings were in a loop and not sewn into the tampon, as it seemed easy to come off. On 25-jan-2022, it was learned that after the string came loose from the tampon, the consumer tried to remove the product at home without success. She was seen at a local urgent care where they took "typical vitals" (results not reported), and a nurse practitioner (previously reported as doctor) examined the vagina. The nurse practitioner was able to locate the tampon and used speculum and forceps to remove. There was no sign of infection, but an unspecified antibiotic was given to use for 7 days as precuation. It was a very traumatic experience.

Manufacturer narrative:
No trend by product or reason code was identified. Device history record review was conducted for sport 36ct multipack, lot 21307ca. There were no nonconformances that would have contributed to the issue reported by the consumer. Review of the DHR and supporting documentation showed no issues present that would have contributed to this malfunction of tampon performance.